Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed the therapy electrode recognition test. The cause for the failure was due to an open lead 2 negative wire in the ECG "c" and "d" cable. The root cause for the open wires was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.